Event description:
During testing by a zoll med service tech, the device displayed a "bridge test fail" message. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.